Event description:
Info received indicates the bed's ground loss led is flashing.

Manufacturer narrative:
The technician opened the power cord plug receptacle and verified that the wires were all connected and in the correct locations. After closing the plug back up, the ground loss led was no longer flashing. The exact cause of the problem is unk.